Event description:
It was reported a patient had an initial left total hip arthroplasty and was subsequently presented to the emergency department on an unknown date with complaints of medial left leg paresthesia since the initial hip surgery. Approximately 2 years post-implantation, underwent a femoral nerve repair due to a nerve lesion. All implants remain in place without complication.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories found no additional related complaints for these items and the reported part and lot combinations. Medical records were provided and reviewed by a health care professional regarding the primary surgery and post op discharge. The review identified that were no intraop or post op complications. After approximately 5 months, the patient presented with post operative quadriceps nerve palsy and after approximately 8 months the patient states that the neurologist recommended her to see a neurosurgeon for nerve transplant. Subsequently, after approximately 2 years and 5 months patient reports hip is feeling great, denies pain or issues. The patient reports that around 1 year after lthr surgery they had a femoral nerve repair in houston due to nerve palsy because of a nerve lesion during the lthr surgery. Radiographs were received and assessed but not sent to a radiologist as radiology reviews are available within the medical records. Xrays revealed that the implant in good position, no evidence of lysis, fracture, bearing wear, or subsidence. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). B3: the event occurred during jan-2021. D10: item # 650-1057, cer bioloxd option hd 36mm, lot # 2952466. Item # 110010264, g7 osseoti multihole 52mm e, lot # 6392037. Item # 010000857, e1 std poly liner e36, lot # 6500064.. Item # 51108080, g7 osseoti multihole 52mm e, lot # 6490058. Item # 00625006530, bone screw self-tapping 6.5 mm dia. 30 mm length, lot # 64334917. Item # 00625006530, bone screw self-tapping 6.5 mm dia. 30 mm length, lot # 64334916. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient underwent a left femoral nerve repair due to a nerve lesion approximately 1 year and 8 months post implantation. All of the implants remain in place and no further complications have been reported. Attempts have been made and additional information on the reported event is unavailable at this time.